Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed av 30 fault code upon interrogation. Guidant's technical services recommended immediate device replacement.